Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The device was removed and replaced with a new ipp system. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information will be provided as relevant information becomes available. Additional information received. Upon removal of the device there was no fluid in the system due to a break in the right cylinder. The new ipp was functioning normally.